Event description:
It was reported that (2) devices were used during a lung resection. It was reported by the affiliate that after the introduction of the 4th reload, the tsb35 jammed in the closed position and would not open. They used another tsb35 after opening with strength the first tsb35. There was no consequence to the patient.